Manufacturer narrative:
The device has been evaluated and an element for detachment on the implant coil was found bent. This prevented the implant coil from detaching. (B)(4).

Event description:
Coiling treatment of a mca-bifurcation aneurysm. It was reported the coil could not be detached with an instant detacher or via manual method (provided in the instruction for use). The coil was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2011-00177.